Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, unstable thresholds, rising thresholds, inconsistent capture and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.